Manufacturer narrative:
The cautery spatula accessory and monoplar cautery instrument have not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci ventral hernia procedure, the cautery spatula accessory installed on the monopolar cautery instrument fell into the patient. Per the information provided, the cautery patula accessory was retrieved from the patient.

Event description:
It was reported that during a da vinci ventral hernia repair procedure, the cautery spatula accessory installed on the monopolar cautery instrument fell into the patient. The spatula accessory was removed from the patient. On 08/07/2015 intuitive surgical, inc. (Isi) obtained additional information from the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, he was present during the surgical procedure. The csr indicated that the surgeon was performing dissection of the abdominal wall when he (csr) observed that the cautery spatula accessory was missing. The csr indicated that the surgeon removed the spatula accessory using traditional laparoscopic techniques. The surgeon also made the decision to complete the planned surgical procedure using traditional laparoscopic techniques to ensure that there were no remaining pieces. According to the csr, he did not observe that the cautery spatula accessory made contact with any other instrument during the surgical procedure and the cautery spatula accessory and monopolar cautery instrument were inspected prior to use and there were no issues noted by the surgical staff. Post-operatively the csr discussed the issue with the surgeon. The surgeon did not give his opinion about what he (surgeon) believes caused the issue; however, the csr told the surgeon that he (csr) believes that the issue likely occurred because the cautery spatula tip accessory was not properly seated onto the monopolar cautery instrument. According to the csr there was no harm to the patient. The csr indicated that as a precaution and as part of the hospital protocol, the patient underwent an MRI. There were no post-operative complications experienced by the patient.